Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped the mains supply of the operation room. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.

Manufacturer narrative:
A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The device was requested to livanova deutschland for investigation. Results revealed that there was a leak from the evaporator due to corrosion and the water entered the cooling circuit and damaged the compressor. Corrective actions are in progress for this issue.

Event description:
See initial.